Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0709 applies to several instruments were intermittently unable to be tracked and verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that several instruments associated with a navigation system were intermittently unable to be tracked and verified. Additionally, it was noted that spheres were being reused on non-sterile instruments. By covering one sphere on an instrument, this would result in a decrease in geometry error from roughly 0.4 mm to less than 0.1 mm. Troubleshooting was performed, and both sterile and non-sterile instruments experienced this issue. There was no patient involvement.

Manufacturer narrative:
Correction: product 960-556 is no longer a concomitant product. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801071, serial/lot: unknown, ubd: unknown, UDI: unknown. G03008 was added as a correction for the annex g code for product 8801071. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(960-556, probe 960-556 planar passive blunt). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please section d for the updated system's serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.